Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure for device upgrade. No device malfunction. The patient was doing well post operatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. No device malfunction was suspected.